Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during machine testing before patient use, the cs100 intra-aortic balloon pump (iabp) unit auto fill fail is coming. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(postal code): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse removed and refitted the safety disk, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.